Manufacturer narrative:
Concomitant product: pco15 (lot#: pjf00663); pco12 (lot#: plb00388); 177995p (lot#: p1h0643); oms-ttsd (lot#: p1h0142; p1h0843; unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced adhesions, pain, wound dehiscence, ascites, mesh divided, tack loose in tissue, and mesh failure. Post-operative patient treatment included revision surgery, removal of mesh and many protacks, implantation of new mesh, and closure dehiscence.